Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contacted customer ,field service and product support inquiring for the safety questions, but no response received.

Event description:
The customer reported that the ventilator alarmed with blower temperature high. It is unknown if the unit was in use on patient and if there's any patient harm reported.

Manufacturer narrative:
Follow-up: root cause: (B)(4) 2017. Failure analysis on the returned motor controller (mc) pcba & blower assembly shows that it passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly & motor controller (mc) pcba.

Manufacturer narrative:
Updated.